Event description:
Patient called lfs and alleged that their meter was reading inaccurately low. The pt obtained a result of 97 mg/dl on their meter. They compared this to the lab and the result reported was 145 mg/dl. Between the tests there was no intervention that would be expected to change the blood glucose. The pt did not seek any medical treatment. The test strips were in good condition, codes matched, and the techniques for applying blood and cleaning the puncture site were done correctly. The pt performed two control solution tests; both failed. Based on the information provided, there is evidence of a meter malfunction. However, there is no evidence that the meter contributed to a serious injury. The meter, test strips, and control solution are being replaced for the pt. No further info has been reported.